Event description:
Upon changing of IV fluid bag, a plastic piece was found on the tip of the IV line spike next and half way to the infusion entrance. This has now happened multiple times for our facility.